Manufacturer narrative:
The event of unable to connect to ipg with pc and cp after surgery was reported to abbott. The patient set their ipg to surgery mode but is not able to connect to their ipg with a pc or cp. Troubleshooting was attempted but issue persisted. An attempt to contact the patient has been unsuccessful. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.